Event description:
The manufacturer received information alleging a patient expired while on a ventilator. According to the reporter of the event, the device was alarming and when the caregiver responded to the alarm the patient had expired. The reporter of the event was unable to confirm what type of alarm was sounding at the time of the event. There was no allegation that the device malfunctioned. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm, visually and audibly, as designed. The device's downloaded event log was reviewed. On the reported day of the event, (B)(6) 2015, at 07:36:13 began sounding a low minute ventilation alarm. At 07:37:53 a patient circuit disconnect alarm was logged. The alarms sounded for approximately 14 minutes until acknowledged and silenced at 07:45:43. The device was powered off at 07:50:45 with the appropriate key presses. The manufacturer believes the event was caused by a patient circuit disconnect which went unacknowledged for approximately 14 minutes. The manufacturer further concludes the device operated and alarmed as designed during the event.